Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. The stop current and run current measurement tests are within specification. The insulin pump also passed off no power alarm test. No unexpected low battery alarm noted. The insulin pump also passed the delivery accuracy test. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. Analysis was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call, they went to the emergency room for high blood glucose as meter was reading high on (B)(6) 2017. Customer had been having issues with the insulin pump alerting low battery. Customer kept inserting new batteries and the device continued alerting. Customer stated the battery had changed less then an hour and it was alerting low batter again. Customer is only linked to the meter. Due to the continues issues the customer had to go the emergency room as the meter had been reading high. Testing confirmed the customer was experiencing diabetic ketoacidosis. Customer was not wearing the insulin pump at the time of the hospitalization, they had been off it less than 48 hours. Customer was advised the insulin pump needed to be replaced. The device is being returned for analysis.